Manufacturer narrative:
The different factors that can influence the risk of burn injuries are described in detail in the user manual (g-30-1458-en, issue 9.1). Recommendations for reducing the risk of burns are also included.

Event description:
The health care professional (hcp) reported that a head and neck cancer patient sustained a burn after a flap surgery in which the opmi pentero microscope was used. The microscope light intensity setting was at 87% and threshold value light warning was at 81%. In the first half hour of the three hours surgery, the hcp recognized that the vein had dried on the patient's neck . An abundant irrigation was performed with serum physiology as an after treatment.